Manufacturer narrative:
Filing for keyword only. Not a malfunction. Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Per dealer, the consumer states the chair and charger was out in the rain one and a half weeks ago and then they turned the chair on and the joystick started to smoke and the chair did not come on. Filing for keyword only. Not a malfunction.